Event description:
The pt's chest wound reportedly healed well after generator replacement surgery due to previous infection, but the pt has been wearing a coat that zips up to their neck and the zipper has reportedly been rubbing the pt's neck incision site. According to physician, the rubbing of the zipper on the neck incision site caused the site to be irritated and now infected. The pt reported some drainage at the neck incision site. Antibiotics were prescribed, but the site was not healing. It was reported that the pt underwent an I&d procedure. The infection seems superficial in nature and localized to the subcutaneous tissue. The wound was washed and debrided without complication. The physician plans to leave the wound open to allow for healing and there are no plans for explant at this time. Additionally, the physician stated that the vns is working well.